Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture (baker grade iii). Device evaluation: the device related to the reported event of capsular contracture was received on june 15, 2020 with lot number 2889639. Analysis of the returned device identified: wear abrasion, deformation device, bubbles in the shell, yellow particles in the shell, creases fold and weigh to the spec. Cloudy and voids in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture (baker grade iii). The device has been explanted.